Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing records were reviewed and no nonconformities were found.

Event description:
It was reported to nevro that a patient experienced pain following an implant procedure. The physician believes the leads were placed on a nerve which was causing pain. The device was explanted and the patient is currently recovering. There were no reports of further complications.